Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for analysis. The catheter was returned separated into two pieces; the point of separation was at the proximal end of the catheter body in between the juncture hub and securement device. Signs of use in the form of biological material were observed on and inside the catheter body. It was also identified that all three extension lines were separated at approximately the same location, adjacent to the printed extension line name and gauge size. The separated extension lines that contain the luer hubs were not returned for investigation. Microscopic examination of all points of separation revealed that the edges were smooth, uniform, and angled with no signs of stretching or deformation. This type of damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.) During use. The outer diameter of the catheter body measured 0.095" which is within the specification of 0.094"-0.098". The outer diameter of the distal extension line measured 0.0845" which is within the specification of 0.084"-0.088". The inner diameter of the distal extension line measured 0.056" which is within the specification of 0.055"-0.059". The outer diameter of the medial extension line measured 0.0850" which is within the specification of 0.084"-0.088". The inner diameter of the medial extension line measured 0.056" which is within the specification of 0.055"-0.059". The outer diameter of the proximal extension line measured 0.0850" which is within the specification of 0.084"-0.088". The inner diameter of the proximal extension line measured 0.056" which is within the specification of 0.055"-0.059". Functional inspection could not be performed due to the condition of the returned device. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers reported by the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a cut/torn catheter body was confirmed through complaint investigation of the returned sample. The catheter was returned separated into two pieces; the point of separation was at the proximal end of the catheter body in between the juncture hub and securement device. It was also identified that all three extension lines were separated at approximately the same location, adjacent to the printed extension line name and gauge size. Microscopic examination of all points of separation revealed that the edges were smooth, uniform, and angled with no signs of stretching or deformation. This type of damage is consistent with contact with a sharp instrument during use (i.e. Scissors, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review on both reported lots did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report stating that the damage was observed during use and the visual evidence on the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2:35 am: without any IV infusion or pulling, the patient's cvc on the neck suddenly fractured at two points. Blood sprayed from the break points, the patient became unconscious and unresponsive, with unstable vital signs including decreased oxygen saturation and blood pressure. A new cvc line was inserted, and oxygen was administered, after which vital signs gradually stabilized. An emergency CT scan revealed brain hemorrhage. Although vital signs were stable, the patient remained unconscious and agitated, requiring restraints to prevent self-injury. On (B)(6): the patient remained comatose and was transferred to the intensive care unit. "

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "(B)(6) 2:35 am: without any IV infusion or pulling, the patient's cvc on the neck suddenly fractured at two points. Blood sprayed from the break points, the patient became unconscious and unresponsive, with unstable vital signs including decreased oxygen saturation and blood pressure. A new cvc line was inserted, and oxygen was administered, after which vital signs gradually stabilized. An emergency CT scan revealed brain hemorrhage. Although vital signs were stable, the patient remained unconscious and agitated, requiring restraints to prevent self-injury. On (B)(6): the patient remained comatose and was transferred to the intensive care unit. "